Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in a heavily calcified common femoral artery using perclose proglide devices. After the device was inserted into the vessel through a 7-french sized access site, attempts were made to deploy the sutures of the first two proglides devices, but needle-to-cuff misses occurred. When the needle plunger was removed, no suture was present on the needles. Two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss could not be confirmed because the needle plunger, suture, link, posterior needle, anterior needle, posterior cuff, and anterior cuff were not returned with the device, which limited the scope of the investigation. There was no needle strike mark at the posterior foot to suggest that the posterior needle-to-cuff miss may have occurred due to the posterior needle striking the posterior portion of the foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment. Additionally, there were no abnormal observations which could have contributed to the reported needle-to-cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The proglide device was reportedly deployed in a heavily calcified common femoral artery. The instructions for use state that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all relevant information. The other proglide device, is being filed under a separate manufacturer report number.